Event description:
It was initially reported that the patient had a lead discontinuity and had a lead replacement. Product return attempts are in process. Follow-up with the patient's treating neurologist indicated that they will not provide any information regarding the patient. Review of manufacturing records confirmed there were no unresolved non conformances found with the lead or generator prior to distribution.

Event description:
Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.